Manufacturer narrative:
B3 - date of event - the date of event is unknown, and (B)(6) 2025 has been used as a placeholder. D4 and h4 the lot#, expiration date, and manufacture date are unknown. Investigation summary: the reported complaint could not be confirmed. No product samples, pictures, or videos were received for investigation. Therefore, a comprehensive failure investigation cannot be performed and a cause cannot be determined. A manufacturing record review could not be completed as the lot number was not provided by the customer.

Event description:
A medwatch was received regarding a monitoring kit w/safeset¿ ii, 03 ml flush device & marvelous valve that experienced leakage during use. It was reported that "patient had r [right] ulnar a-line [arterial line]. Tubing not due until tomorrow night. Grabbing blood to send down a lactic acid. Blood drawn. As pushing through "wasted" blood through safeset, balloon in syringe pops. Blood leaks quickly out of syringe from a-line. Line clamped. Tubing changed." Additional event information obtained from ufmw: this is not a laboratory device or laboratory test. The location where event occurred was in hospital¿s critical care.